Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As such, the cause of the reported event cannot be conclusively determined.

Event description:
The patient reported exposed wires of the power extension cable. There were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Unit revealed no physical damage or fraying of the power cord. After booting up and testing the returned materials of the i3 unit it was determine the right-angle ext has a shortage causing the unit not being able to sustain power.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As such, the cause of the reported event cannot be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.